Event description:
It was reported that pump exhibited a force sensor test error. Per reporter, the power-up self-test found that the force sensor output did not change when the dac offset voltage was changed, and the problem was on main board offset circuit. Per reporter, the plunger board, plunger cable, and force sensor were all replaced but did not resolve the issue. The error persisted. The event occurred during power-up self-test. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the bottom case has a missing seal in front right corner. Review of the event history log (ehl) showed a force sensor test. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.